Manufacturer narrative:
Additional information was provided b.3, b.5 and h.6 the manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating that the screen froze with area around foot pedal icon in red and text indicating it was firing but was not. The scheduled procedure was pars plana vitrectomy for detached retina. The surgery was completed after resetting the console. No patient impact was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that ophthalmic laser on the operating console stopped working in the middle of a case. The procedure details and patient impact was not reported.